Event description:
The manufacturer received information alleging the device was alarming, and when staff entered the patient's room, the device was off, and the screen was blank while in patient use. There was no patient harm or injury and will be reported as a product problem. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.